Manufacturer narrative:
Sc-1200, sn (B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure.